Event description:
It was reported the catheter was used on a (B)(6), male pt for a interscalene block. After the procedure, the pt was sent home with the catheter and it was to be removed 72 hours after the procedure. The pt's mother removed the catheter and upon inspection of the catheter noticed that the wire tip was not exposed. The pt will be returning to the hospital in the next couple of days for an x-ray to determine if the catheter tip is retained in his body.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.